Event description:
It was reported that when the asymptomatic patient presented for routine follow up it was discovered that the device had delivered inappropriate high voltage therapy due to noise on the rv channel. The noise could not be reproduced in clinic. The noise episode showed signs of external emi. The patient will continue to be monitored.

Event description:
New information received notes that the therapy received by the patient was atp due to suspected lead noise, not high voltage. Additionally, new information notes that the patient fainted and fell down and hit his head. Patient is scheduled for a follow up. The device remains implanted.